Event description:
Lobectomy. Slc55g dlu was fired. Upon inspection, it was noted that the device did not staple and the knife blade was stuck in the middle of the dlu. The dlu didn't staple at all and cut some of the tissue.